Manufacturer narrative:
The used device has been returned; however, a device eval has not yet been completed. Upon completion of the investigation, a follow-up medwatch will be submitted.

Event description:
It was reported that the insulation tubing was torn. There was no serious injury reported. However, a tear in the insulation could result in a burn to the pt.